Event description:
It was reported the patient was having stimulation and therapy issues, as well as their body was ¿rejecting this thing¿ and was requesting the device to be explanted. The patient was suffering from arm pain, arthritic knee pain and insomnia. Troubleshooting was not done at the time of the report but would be in the future. No action was taken however the patient was to see their healthcare professional (hcp), but the date was unknown. At the time of the report the patient was alive with no injury. Additional information received reported that the patient had been having ¿horrible problems¿ since (B)(6) 2014 and wanted to have their implantable neurostimulator (ins) removed. Further information received on (B)(6) 2015 reported that the patient met with the manufacturer¿s representative at the request of their physician. Interrogation of the device showed impedances were all normal. The patient reported that they felt the stimulation ¿up to her neck and behind her eye¿. Attempts to reprogram the patient using different locations on the lead component were unsuccessful. It was noted that the patient still wanted to have the device explanted but they had been ¿terminated¿ by their implanting surgeon. The patient had also seen another surgeon who would not explant their device. Additional information was received on (B)(6) 2015 indicating that the patient wanted to have the stimulator adjusted per their physician request. Interrogation showed that impedances were all normal and the manufacturer representative tried to reprogram her system and the patient was feeling stimulation up to her neck and behind her eyes. Several locations on the lead were tried with no success. The patient wanted it explanted, but had been terminated as a patient from her implanting surgeon and had seen another surgeon who would not explant her device. Additional information was received on (B)(6) 2015 indicating that the patient wanted to have their stimulator removed. The physician mentioned that they would perform the explant but the patient had not heard a word about that. The patient met with the manufacturer representative a couple of weeks regarding her nerve pain. They met with their representative on (B)(6) and was told to just turn the stimulation off and leave it off. The patient wanted the system removed because it was causing her pain. The patient was implanted eight years ago for gradual lower back pain l5 and s1 nerve. After implant they work up with nerve pain like they never had before. The patient had gone to the ER and urgent care and her physician indicated that they would take a wait see approach. The patient had been off work and was causing her a lot of problems. It was noted that the patient had been declined by every surgeon in amarillo. Additional information was received indicating that the patient had their dorsal column stimulator removed on (B)(6) 2015. It was noted that there was a malfunction of the stimulator. The patient did not know if the system did malfunction/break. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) wanted a copy of the analysis letter. It was noted that the patient¿s healthcare provider (hcp) received a fax requesting follow-up on the patient¿s pump explant but she never had a pump. The rep. Had returned the fax twice stating that the patient had an implantable neurostimulator (ins) and not a pump. A request was made to expedite the analysis letter to the patient¿s physician and rep. As the patient was excessively calling regarding analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to the patient having their device removed they requested that it be sonicated and sent for analysis/inspection and that the patient be informed of any/all information regarding this. Both the nurse and technician told the patient that it was standard procedure (it was noted the patient asked about the analysis/inspection twice). The patient picked up the copy of the surgical report, doctor¿s notes, etc., and the physician put on the paper ¿malfunction of stimulator.¿ the patient ¿didn¿t know if there was a nosocomial infection from implant/hospital/whatever, or the if the system did malfunction/break/whatever.¿ the patient had also tried to contact the manufacturer¿s representative (rep) but hadn¿t heard anything back either. However, the rep. Reported that the patient had contacted her since surgery. It was later noted that analysis was completed and the findings were going to be sent to the patient¿s managing physician. The patient was upset that even though she paid for the device the results were going to the managing physician and not the patient.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97791, product type: accessory; product ID 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.